Event description:
It was reported that during installation of a software upgrade no alert was displayed on the fastpath summary. Re-interrogation was performed and the alert showed up but the install button was greyed out. The alert was then re-entered and the download was completed successfully.

Manufacturer narrative:
Patient initials, date of birth, and gender were added